Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 26apr2021, it was reported that the catheter was placed in the left upper arm basilic vein and secured to the patient with PICC statlock and tegaderm IV advanced dressing 1685. The patient was mostly confined to the bed. Ancillary devices from other manufacturers were attached to the line. There were no difficulties reported while attaching or disconnecting these devices from the line. The catheter was maintained with 0.9% sodium chloride + 5% glucose continuous intravenous fluids and locked with heparinized saline (10u/ml) while not in use. The catheter was removed and replaced with one from another manufacturer.

Manufacturer narrative:
Summary of event: it was reported that a turbo-ject® double lumen over-the-wire power-injectable PICC fractured between the white hub and catheter lumen. The device was inserted in the patient's left basilic vein and was secured to the patient with PICC statlock and tegaderm IV advanced dressing 1685. The patient was mostly confined to the bed. Ancillary devices from other manufacturers were attached to the line. There were no difficulties reported while attaching or disconnecting these devices from the line. The catheter was maintained with 0.9% sodium chloride + 5% glucose continuous intravenous fluids and locked with heparinized saline (10u/ml) while not in use. Leakage was later noted from the white hub lumen, coming from a fracture. The lumen was clamped, and the fracture was covered with clear dressing. The device was removed the following day and replaced with another manufacturer¿s catheter. No other adverse effects to the patient have been reported. Investigation evaluation: reviews of quality control procedures, instructions for use (IFU), and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, a device failure analysis could not be performed. The customer did not provide a lot number for this device. Cook reviewed sales records for the reported device and was unable to identify the complaint lot; therefore, the device history record could not be reviewed. The product IFU cautions ¿if lumen flow is impeded, do not force injection or withdrawal of fluids.¿ the IFU also warns ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube¿. The IFU also instructs to inspect the product for damage upon removal from the package. The information provided upon review of the device master record, IFU and design history file suggests that the device was manufactured to specification. There is no evidence of nonconforming product in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A previously completed CAPA found that this issue is related to device design. Based on the information provided and the results of the investigation, cook has concluded that device design contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: cvad nurse educator. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject® double lumen over-the-wire power-injectable PICC fractured between the white hub and catheter lumen. The device was inserted in the patient's left basilic vein. Leakage was later noted from the white hub lumen, coming from a fracture. The lumen was clamped and the fracture was covered with clear dressing. The device was removed the following day and replaced. No other adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.